Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had called to inquire about MRI mode but asked if it was normal for them to feel a bulge where the implant site was. Patient services asked the patient if they meant that they just felt the ins under the skin but the patient repeated that it felt like a "bulge" at their ins site. Patient services reviewed information with the patient and redirected the patient to their managing health care provider (hcp) to check the ins, but also tried to collect additional information. Patient services asked the patient if they always noticed this bulge at the implant site and the patient stated they thought, that yes, they might have always had it but they weren't really sure. They denied having had any traumas or falls that they were aware of and initially stated they didn't think it felt warm to the touch but then they stated that it did feel a little bit warm to the touch. The patient stated it didn't hurt them. Patient services redirected the patient to follow up with their hcp to check the ins.  The patient also asked if the magnet in their c-pap machine could have interfered with the system and patient services reviewed static magnet compatibility considerations with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.